Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 22033 and 22032 errors were found indicating homing failures, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with an in-house instrument. No issues were observed and the unit passed system test. After installing on surgeon side console (ssc) fixture test platform (sftp) and running the fitness test, the unit failed gravity balance test post sine cycle. After running calibrations and adding grease to the gears for low friction post sine cycle failures, the mentioned tests passed. Additional finding of failure for slow gravity balance test post sine cycle for wrist pitch was observed. The 22033 error was not observed during in-house testing. One hour of regular sine cycle was performed and passed. Per engineering, visual inspection was performed and no abnormalities were found in the assembly. All the secondary encoders were intact. No loose objects were found. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to an issue with the wrist pitch counterbalance cable in the mtm. This issue may be resolved by fse service to replace the master tool manipulator (mtm).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the operating room staff called in after a surgical case to report issues with the left hand control faulting during the procedure. The surgeon switched to another console to complete the surgery. After the procedure, the entire system was hard power cycled, but the left hand control faulted again upon power up. The staff disabled the faulty control and planned to use the second console for the next case. The technical support engineer (tse) reviewed the system logs and identified 22033 faults related to the left master tool manipulator (mtm). The tse inquired if there was any obstruction preventing the arm from moving, and the staff confirmed there was none.